Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the legal manufacturer's investigation, the phenomenon was reproduced. It was determined that the failure of the cable resulted in poor communication and no image was displayed. The cause of the cable failure could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to correct d9 on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The 10 to 15 minutes delay in procedure (while patient was under general anesthesia) occurred because the images were not displayed and additional time was spent obtaining a replacement camera head. Olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported to olympus, there was no image when the 4k camera head was connected to a monitor. The procedure was completed with a non olympus device but there had been a delay of 10 to 15 minutes. The intended procedure was a therapeutic procedure (laparoscopic cholecystectomy). There was no impact to the patient.

Manufacturer narrative:
Initial reporter name and address: customers address is: (B)(6). UDI: (B)(4). The device was returned and evaluated, and the customer's allegations was confirmed. During inspection, it was found no image was coming on the monitor due to a faulty cable unit. Wrinkles were found in the cable unit, water leakage was coming from focus switch, the focus switch was deformed and the labels on the rear cover had vanished.